Event description:
The customer reported via phone call that they had to visit an emergency room due to high blood glucose on (B)(6) 2022 with blood glucose of 420 mg/dl. The customer did experience the symptoms such as thirst, tiredness. The customer was treated by intravenous insulin drip. Customer reported insulin pump had crack on back, all the way down. Customer reported insulin pump was dropped and also the insulin pump was not turning on and had blank display. No further complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Insulin pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 2. Corrosion was found on the pcba 1, force sensor, and motor flex cable. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with cracked battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The battery cap contact was loose. Unable to perform the functional tests due to flashing medtronic logo. Unable to confirm alleged high blood glucoses. Flashing medtronic logo was confirmed during analysis due to moisture damage/corrosion on the electronic assembly. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump failed to download history files and traces due to moisture damage/corrosion on the electronic assembly. Exposed to moisture confirmed. Cosmetic damage was confirmed at the back of the insulin pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Health effect ¿ impact code has been updated and provided with this report in section h6.

Event description:
It was unknown if user was using insulin pump within 48 hours of event. It was unknown if auto mode feature was in use.